Event description:
It was reported that an asymptomatic patient presented in clinic for a normal follow-up. Clinician reported far r-wave oversensing and noted one inappropriate mode switching on a stored egm. The oversensing could not be reproduced in clinic. No changes were made at this time. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.